Event description:
The ge oec 2600 fluoroscopy system would trip cb1 breaker on system boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and repositioned the filmer in order to allow free passage and movement. Filmer was binding during movement and causing cb1 to trip. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.